Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her threshold suspend is set to 70. She stated that sometimes she sleeps thru the alarms and wakes up with high blood glucose. The caller stated that her sensor glucose reading goes down to 68 and the insulin pump goes into threshold suspend. Advised the customer of the threshold suspend setting. The customer stated that she will lower the threshold suspend accordingly to her own blood glucose. No further information was provided.